Event description:
A third-party service agent contacted physio-control to report that their customer's device had unexpectedly powered off during inspection. There was no patient use associated with the reported event.

Manufacturer narrative:
The third party service agent reported to physio control that their customer device experienced an unexpected shutdown. A physio control service representative evaluated the device and verified the reported issue. It was determined that the reported issue was caused due to the battery. Proper device operation was observed through functional and performance testing and the device was subsequently returned to the customer. The battery was further evaluated by the product analysis center (pac). The reported issue of the device experiencing an uncontrolled power off while charging to 300j and 360j was verified. The battery data was downloaded. A review of the data log shows a total on-time of 198 minutes and number of shocks listed as 21. The battery recharge cycle count total is 0. This indicates the battery was not recharged by the customer. The root cause of the reported issue is due to the customer not properly maintaining the device battery.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A third-party service agent contacted physio-control to report that their customer's device had unexpectedly powered off during inspection. There was no patient use associated with the reported event.